Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 575 mg/dl and 54 mg/dl. Customer ate something to bring her blood sugar back up. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.